Event description:
A CT head examination was performed on one patient (patient #1) and the trained professional interpreted the images as having a tumor. Later that same day a different patient (patient #2) had a head CT exam performed and the trained professional read those images as having a brain tumor and determined that to be "particularly odd" that two patients in one day had brain tumors. The customer performed air calibrations after this issue was identified and the trained professional chose to perform a rescan to verify artifact vs. Pathology and determined after the rescan that it was an artifact and not a brain tumor. MDR# 1525965-2014-00158 addresses patient #1 issue. This MDR is for the issue with patient #2. The fse moved two detectors to the outside and performed calibrations which resolved the issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).